Event description:
Patient in for routine dialysis treatment . Plan was to remove 400 cc/hour of fluid. Over an hour into the treatment it was noted that the imp was increasing. The machine took off 100 cc in 10 minutes. The machine was reset. It immediately started to take off increased fluids. The dialysis machine was shut down and switched to alternat system and treatment completed with no harm to patient.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: telemetry failure, none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.